Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 failed to open, which located on n 9thfl a. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that half height drawers 2.1 and 2.2 were failed a field service engineer fse rebooted and powered off the station for five minutes to resolve the issue and tested drawers in hardware test application and test passed the system functioned as intended after the field service engineer troubleshot the device.